Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Heath impact clinical effect no code available: slow/no flow. Csi ID: (B)(4).

Event description:
Following six treatment passes with a diamondback coronary orbital atherectomy device (oad), a dissection was noted in the mildly tortuous mid left anterior descending artery (lad) along with no flow and chest pain. Resolution was obtained via cardene administration and stent placement in the mid lad. Further balloon angioplasty was performed in the proximal lad along with subsequent orbital atherectomy treatment and the procedure was completed with a good result. The patient was in stable condition following the procedure. Per the opinion of the physician, the cause of the dissection was orbital atherectomy.